Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) system may have experienced oversensing and inappropriate therapy. Further clincal information has been requested.